Event description:
The patient was reportedly treated for an infection (type unknown) of the skin flap which led to device extrusion. The patient had revision surgery to reposition the device. The cii device remains implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center, the patient is receiving benefit from the device. The device remains implanted. This is the final report.